Event description:
Five discrepant results were obtained for hcv on 5 pt samples. The samples were repeated and different results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed an instrument certification, replaced aspirate probe 4 wash guide and o rings, replaced ancillary probe and sleeve, recalibrated the ancillary probe, replaced the diluter, replaced lower manifold, and values, and replaced the pmt. Analysis of the instrument and instrument data indicate that the cause for the discordant was due to one or some combination of the actions listed above. The instrument is performing within specifications. No further evaluation of the device is required.